Manufacturer narrative:
Product investigation was completed. This lead was subjected to and passed electrical testing. The reported observations were attributed to the helix mechanism as the deformed coils noted at the distal end of the terminal pin.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix retraction issues leading to recorded high thresholds. This lead was then explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix retraction issues leading to recorded high thresholds. This lead was then explanted and replaced. No adverse patient effects were reported.